Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported the patient had a return in pain. The patient was lying on the kitchen floor in pain. The patient was seizing and having transient ischemic attacks (tias). The patient was told it was a hematoma, and the CT showed nothing. The patient felt like she was dying. The patient was told that her back was full of morphine and the catheter was never connected to the pump. The patient had a huge mass pulled out of the front of her. Surgery was done to correct the issue, and the new pump was in a mesh sleeve. The medication delivered via the pump was morphine.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type: catheter. (B)(4).